Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her daughter's pump has not been working right for the last few weeks. The mother stated that the pump has not been delivering insulin and the customer had high blood glucose readings for the last 2 days. The mother stated that the pump will stop working and then stop. The mother stated that the school has been treating her daughter with injections. The mother stated that the insulin is not expired or denatured. The mother stated that the patient does rotate sites and avoid scar tissue. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.